Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result, generated by the synchron lx I 725 clinical system for one pt sample. Customer tested a pt sample for accutni and obtained a result of 0.56ng/ml which repeated at 0.05ng/ml. The erroneous result was reported outside the laboratory. Bci did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Sample was collected in a lithium heparin plasma separator tube and was centrifuged for 5 minutes at 4,000 rpm. The required centrifuge time is 15 minutes. Samples were re-centrifuged in an insert cup before reprocessing. The original result was processed through the closed tube accessing (cta) system. The customer could not say if the repeat results were run through the cta or loaded manually onto the access instrument. Two levels of qc are tested daily and qc was in range in 2008. Three days later, customer experienced some qc issues but qc results in range when tested the next day and the following day. During that days, a system check was completed and met specifications. On the next day at 03:25am, the event log posted a warning error (mixer belt speed error-outside limits). The customer performed a system check again, following the event on the following day at 07:59 am which passed. A field service engineer (fse) was onsite four days later: fse observed a build up of wash buffer build up around the third mixer area in throughout wash wheel. Fse cleaned affected areas and replaced mixer pulleys and bearings. Fse performed pm (preventive maintenance) that was nearing its due date. Fse replaced peri pump tubing and aspirate probes as part of pm procedure. Fse cleaned valves, performed system check and ran qc. All tests passed. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.